Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-02779 and medwatch 2210968-2012-07268. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on 06/01/2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that due to erosion, pain and bleeding, patient underwent mesh revision/ removal surgery on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02779. The same patient is represented in each medwatch.